Event description:
A home pt's daughter contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during his automated peritoneal dialysis therapy. Reportedly, the home pt awoke to discover a supply line was pulled from a supply bag while asleep. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt discontinued therapy for the evening. No pt injury or medicl intervention was associated with this incident per the home pt's daughter.